Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up after delivering pulse below lower limit) was isolated to q13 & q16 igbts being shorted on the defibrillator pca board and d25 & u20 on the computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up after delivering a pulse below lower limit.